Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. Testing could not confirm the reported clinical observations as the lead adapter passed all testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This adapter was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms in coil to coil configuration and triad configuration. Shocking impedance measurements were 40-55 ohms in coil to device configuration. However, this is not a good vector due to this system being an abdominal implant. The physician suspected an issue with the device header. Therefore, a revision procedure was performed and the system was removed from service. No adverse patient effects were reported.